Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, product type: extension; product ID: neu_unknown_ext, serial/lot #: unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient experienced ins infection. The ins was removed and the patient was treated with antibiotics. The extensions and leads were removed due to infection of the extensions on (B)(6) 2016 and the patient was hospitalized for 3 days. The patient was later admitted to the hospital for re-implant two months after the infection. No further complications were reported.